Event description:
It was reported that the stimulation was in the wrong location as the patient was getting stimulation in the ribs. The stimulation was noted to have been ¿unpleasant.¿ the leads were suspected to have migrated and x-rays were noted to have been ¿pending.¿ the patient had experienced a sudden loss of therapeutic effect. It was later found that he lead had shifted due to excessive physical activity by the patient in the early post-op period. X-rays had been taken. The patient had needed reprogramming. The patient would need a revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, product type: unknown. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the revision surgery had occurred on the day of this report. A new lead was placed to replace the previous lead that had slid down. The lead anchor had slid down as well and was in a subcutaneous tissue between the spine and the implantable neurostimulator (ins) pocket. The patient had not kept the ins charged, so the impedance values were unknown. The patient would be seen in the healthcare provider's (hcp) office in two weeks to have the ins programmed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information was reported that the patient recovered from the replacement surgery without sequela. The patient was doing well and was receiving effective therapy.